Event description:
A customer reported experiencing occlusion alarms. There was no reported adverse impact to the customer. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. A supply change was performed resolving the occlusion.